Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. . Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed and insulin delivery was resumed. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery could not be charged. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 97-392 mg/dl.